Event description:
The surgeon was performing a total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During surgical results measurement, the rio showed that the cup placement was to plan, but in an intraoperative x-ray the cup appeared to be off plan for the inclination value. The surgeon manually repositioned the acetabular cup implant and was satisfied with the outcome of the case.

Manufacturer narrative:
As part of normal complaint f/u, an eval of the event has been initiated at mako surgical. The discrepant inclination values were caused by an unintentional shift of the acetabular array. This is a risk of navigated procedures, which is documented in the product literature. Based on an analysis of the intraoperative x-ray, the cup placement was estimated to be about 28 degrees. The planned inclination value was 40 degrees. The surgeon adjusted the cup manually and accepted the final placement.